Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product was returned for investigation. Data logs were returned for analysis. Data log analysis confirmed a suction alarm around 12:20pm on (B)(6) 2025. Impella position unknown alarms were also seen during this time. No motor current spikes outside of p-level changes were seen. No other abnormalities were seen. Clinical details mention that the patient experienced ventricular tachycardia for three minutes during support. One suction alarm was also noted. Pump suction: the root cause of the pump suction was not determined due to insufficient conclusive evidence from the data logs and clinical details, and unreturned product. Tachycardia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the ventricular tachycardia was unable to be determined due to insufficient clinical details. Device history review: the pump passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a suction alarm and ventricular tachycardia. The tachycardia resolved without intervention. The patient is on a tablet form of amiodarone now. Later, the patient was successfully weaned from the pump and survived. Additional information was received. The pump was discarded by the staff.